Event description:
I have a g7 continuous glucose monitor. I keep having "sensor failed" errors. I am constantly having to call dexcom for a replacement sensor. One time the needle broke off in my arm. I called dexcom and was told if it didn't hurt when I pushed on the place it was inserted that it would be alright. I was also told that I may have to have it surgically removed. I went from a g6 cgm to a g7 cgm and have had a lot of issues with the g7 cgm.